Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device alarmed and did not function properly. There was no activation from the device. Another device was opened in order to continue the procedure. There was no patient injury. The device was returned for evaluation with the knife blade exposed.